Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
Customer reports after 50% treatment completion, the ablation rate was different and took longer to finish the procedure. There was no pt injury reported. Additional info has been requested.